Event description:
The customer reported that they had a falsely elevated architect stat troponin-I and provided the following details: patient 1: patient draw at 16:35 (date not provided), which generated a result of 0.024 ng/ml on the analyzer. The patient was then drawn at 20:45, which generated a result 0.035 ng/ml on analyzer and was flagged. The sample was repeated and generated a result of 0.02 ng/ml. Qc was tested and was in range, the sample was repeated further and got the following results 0.032, 0.027 and 0.028 ng/ml. The 16:35 sample was then test again and generated the following results: 0.033, 0.022, & 0.030 ng/ml. There was no impact to patient management reported. Patient 2: the male patient presented with left sided chest pain. History of chest pain for 9 months, worse upon presentation. No other reported past medical history. At the original facility: the patient¿s troponin result was 2.036 ng/ml for sample ID (B)(6) (customer normal range 0.00-0.03 ng/ml). The patient was then given heparin. When inquired why the patient was given heparin the customer could not answer with certainty. The patient was then transferred to another facility in which it was thought the patient was in need for a higher level of care that the original facility could not provide. After the patient was transferred to the new facility, the original facility repeated the troponin (approximately around 2am) and obtained a result of <0.03 ng/ml. At the new facility: troponin result at 01:04am was <0.03 ng/ml, chest xr was performed at 12:48am, CT angio head and neck was performed at 02:37am, CT chest was performed at 02:48am. EKG was also performed, no time provided. No reports of results for the diagnostic tests. When inquired why the patient had the above diagnostic tests, the customer could not answer with certainty. When asked to explain if there was any harm to the patient, the customer responded that the patient was exposed to tests that he didn¿t need. The customer reported that the patient is still admitted at the other facility. Other laboratory data: patient also had cmp and cbc collected along with the troponin. Per customer the cmp sample was slightly hemolyzed but results were normal. Cbc results normal. There was no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat troponin-I in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 86984un24 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 86984un24 was identified.

Event description:
The customer reported that they had a falsely elevated architect stat troponin-I and provided the following details: patient 1: patient draw at 16:35 (date not provided), which generated a result of 0.024 ng/ml on the analyzer. The patient was then drawn at 20:45, which generated a result 0.035 ng/ml on analyzer and was flagged. The sample was repeated and generated a result of 0.02 ng/ml. Qc was tested and was in range, the sample was repeated further and got the following results 0.032, 0.027 and 0.028 ng/ml. The 16:35 sample was then test again and generated the following results: 0.033, 0.022, & 0.030 ng/ml there was no impact to patient management reported. Patient 2: the male patient presented with left sided chest pain. History of chest pain for 9 months, worse upon presentation. No other reported past medical history. At the original facility: the patient¿s troponin result was 2.036 ng/ml for sample ID (B)(6) (customer normal range 0.00-0.03 ng/ml). The patient was then given heparin. When inquired why the patient was given heparin the customer could not answer with certainty. The patient was then transferred to another facility in which it was thought the patient was in need for a higher level of care that the original facility could not provide. After the patient was transferred to the new facility, the original facility repeated the troponin (approximately around 2am) and obtained a result of <0.03 ng/ml at the new facility: troponin result at 01:04am was <0.03 ng/ml, chest xr was performed at 12:48am, CT angio head and neck was performed at 02:37am, CT chest was performed at 02:48am. EKG was also performed, no time provided. No reports of results for the diagnostic tests. When inquired why the patient had the above diagnostic tests, the customer could not answer with certainty. When asked to explain if there was any harm to the patient, the customer responded that the patient was exposed to tests that he didn¿t need. The customer reported that the patient is still admitted at the other facility. Other laboratory data: patient also had cmp and cbc collected along with the troponin. Per customer the cmp sample was slightly hemolyzed but results were normal. Cbc results normal. There was no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.